Event description:
A loss of audible alarm was reported during a leads off event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.